Manufacturer narrative:
Controls were run before and the results were within the established ranges. When the customer ran quality controls after the event the results were extremely low. The customer indicated that they replaced the probe and syringe, but the customer mentioned that there appears to be gel in the wash collar. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed that the cc sample syringe was very difficult to aspirate. The fse replaced the cc sample syringe, the cc sample probe, and the wash collar which resolved the issue. Failure mode is hardware.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated several erroneously low cartridge chemistry (cc) patient results for seventeen (17) patient samples. The impacted cc analytes included - alanine aminotransferase (alt), alkaline phosphatase (alp), aspartate aminotransferase (ast), cholesterol (chol), creatine kinase (ck), direct bilirubin (dbil), high density lipoprotein (hdld), magnesium (mg), total bilirubin (tbil), triglycerides (tg), and vancomycin (vanc). The incorrect results were reported out of the laboratory. The samples were rerun on an alternate instrument and yielded results within the normal range. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.